Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent an acl procedure in november 2017 where arthrex products were implanted. The surgeon used a bio-composite 9x28 interference screw, ar-1390tc, in the tibia and a btbt tightrope, ar-1588btb-j, in the femur. Post-op, the patient presented with ¿apparent abscess and tibial osteomyelitis¿. The abscess was washed out and cultured. All cultures came back negative. A micro exam confirmed there were many giant cells, indicating a foreign body reaction. All blood test normal as well. A revision procedure was performed and when the surgeon went back in, the screw was completely mush. Additional information requested. Additional information provided (B)(6) 2019: the original procedure that was performed was an acl reconstruction on (B)(6) 2017. The patient presented with pain and an apparent abscess and tibial osteomyelitis at about 1 year post-op. A revision procedure was performed (date unknown as the sales rep was not aware of the second surgery) and the bio-composite 9x28 interference screw, ar-1390tc, was removed from the patient. A device from another manufacturer was then implanted. Note: since date of revision surgery is unknown, the date of event is being reported as (B)(6) 2019 (date incident reported to arthrex).